Manufacturer narrative:
Lot review: a review of lot# 3424595 showed that (B)(4) were manufactured, tested, inspected and released in april 2017 citing no exception documents. Visual inspection: received ten (10) packages of cl3946, oncology kit w/5" (13 cm) add-on set w/chemolock¿, vented cap; chemolock¿ port w/bag spike; spiros® w/red cap; lot# 3424595. Functional testing: ten new cl3534 add-on sets were returned for investigation of leakage. All ten were pressure leak tested and one of the ten leaked internal to the chemolock connector and out the spin mechanism. The chemolock was disassembled and a damaged/distorted o-ring was found assembled to the female luer post. Final analysis summary: one new chemolock connector assembled into the cl3534 add-on set was pressure tested and found to leak internally. The source of the leakage was a distorted/damaged o-ring. The leakage was determined to be an assembly error for the one part. ICU medical will continue and monitor.

Event description:
Product leaked at bonded base.

Manufacturer narrative:
Lot review: a review of lot# 3424595 showed that (B)(4) units were manufactured, tested, inspected and released in april 2017 citing no exception documents. Device not returned.

Event description:
Product leaked at bonded base.